Manufacturer narrative:
There were electrode pads with several different lot numbers returned for evaluation. The customer's report of adhesive problems was not replicated or confirmed. The lot number 1725g pads were unopened. The condition of the package was good, and the seal looked undisturbed. The pads were opened and deployed, showing no signs of gel rolling; the gel covered the tin completely and did not appear dry. There were no discrepancies with the DHR for the lot or the first pass yield file that related to any gel defects. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads gel separated from the pad when on the patient. There was no delay in therapy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.